Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found insulation abrasions at 13.1cm-13.4cm from the connector pin, exposing the svc cables and at 48.5cm- 49cm from the helix end, exposing the ring electrode cables. The abrasions found are consistent with that caused by friction with the ICD can. An inside-out abrasion was also noted at 30.5cm-324cm from the helix tip, exposing the svc cables.

Event description:
It was reported that the lead was explanted due to noise that inhibited pacing.